Event description:
It was reported that a malfunction occurred on the pump, which led to the customer's blood glucose level exceeding a high threshold. The customer was not using the pump at the time of the report and had switched to an alternate therapy method using multiple daily injections (mdi). The customer attempted to correct the high blood glucose with a correction injection via mdi. Technical support provided instructions on how to reset the pump to resolve the malfunction. After resetting the pump, the issue did not recur, and the customer was advised to continue using the pump but to call back if the malfunction code appeared again.

Event description:
It was reported that a malfunction occurred on the pump, which led to the customer's blood glucose level exceeding a high threshold. The customer was not using the pump at the time of the report and had switched to an alternate therapy method using multiple daily injections (mdi). The customer attempted to correct the high blood glucose with a correction injection via mdi. Technical support provided instructions on how to reset the pump to resolve the malfunction. After resetting the pump, the issue did not recur, and the customer was advised to continue using the pump but to call back if the malfunction code appeared again.